Manufacturer narrative:
The device was returned to the manufacturer, and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
It was reported that a drill attachment overheated. It is unk if there were patient or user injuries, or if there were any adverse consequences associated with this event. The customer has requested that stryker does not contact them with follow-up questions, so no further information could be obtained.